Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer stated they will repair the reported issue on their own. No further action required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.